Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with redness spreading past periphery of the sensor, infection, a lump at the insertion site, and being painful, extended beyond the patch perimeter. The patient stated that the thigh area was painful, and it hurt to walk for 2 days after the sensor patch removal date. The patient contacted their general practitioner and was prescribed oral antibiotics cefalexin 10mg (4 times a day), which the patient was still taking at the time of the report. In addition, the patient was already using a eleuphrat 0.5% cream which was prescribed for an earlier experienced skin reaction. At the time of the report the patient stated that the infection and pain complaints were improving, but that the redness was still present. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).